Manufacturer narrative:
Follow-up #1: date of submission 18-dec-2017 - correction on 21-nov-2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-dec-2018 with the following findings: a review of the black box showed partially discharged batteries installed leading to low battery warnings. Corrosion was found in the battery compartment, with a crack from the threads to the cover. No damage was found to the returned battery cap, and it attached to the pump and successfully powered on the pump. The current draws were within specifications. A leak was found in the battery compartment. The pump cover was removed to find no further moisture or loose components. The battery life issue was unable to be duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.